Manufacturer narrative:
E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27637 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The investigation of product damage (sleeve damage), infection/sepsis, vf/vt/af/at, purge leak ¿ pump, high purge pressure, and low pump flow has been completed. The impella device was not returned for evaluation. Purge leak - pump: as per the given clinical details, leaking from the purge was noted from loose connection, which has since been fixed. The cause of the purge leak issue was most likely user-related, as it was resolved after fixing the loose connection. High purge pressure: the data log shows a 3-hour gradual rising trend in purge pressure, followed by purge system block alarm. This trend resolved after 11 hours, with a gradual decrease in purge pressure. Following that day, a slight rising trend in purge pressure was observed, with purge flow slightly decreasing; however, this normalized within days without any purge-related alarms. During the high purge pressure event, the doctor switched back to heparin in the purge solution, and tissue plasminogen activator (tpa) was also administered. The cause of the high purge pressure issue was most likely biomaterial, based on provided clinical details. Low pump flow: several suction alarms were reported throughout the case run. Pump flow was at the lower specification range and dropped low while running on steady high p levels (p7 and p8). No motor current spike, major placement signal trend, or positioning issue was confirmed from the data log review. According to clinical details, the patient was experiencing volume-related issues, and multiple blood products were given during the case run. Additionally, there were observations noted by the doctor regarding position-based suction alarms. The cause of the low pump flow issue was most likely patient condition related. Product damage (sterile sleeve damage): as per the given clinical details, sterile sleeve on the impella was torn and it was secured with tegaderm. The cause of the sterile sleeve damage issue was most likely use related. Infection/sepsis: an infection/sepsis can occur during or after impella support. The root cause of the infection cannot be determined. Vf/vt/af/at: as the necessary information was not provided, the root cause of the vt/vf was not determined. Thrombus: thrombus failure mode was added as an investigated failure mode based on the high purge pressure investigation. As the necessary information was not provided, the root cause of the thrombus was not determined. D6b added instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h6 medical device problem code 1491 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27637. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27637.

Manufacturer narrative:
Updated information: h6 type of investigation added b19.

Manufacturer narrative:
H6 component code changed from g04105 to g07001.

Manufacturer narrative:
Additional information: d9 device return date h3 changed to yes h6 investigation type added b01 the device investigation has been completed and details were submitted in MFR report number 1220648-2025-27637, follow up #2. However, the device has been returned for evaluation. During device evaluation, the pump was found cut and there was biomaterial observed on the impella. No further investigation could be performed on the returned product due to the cut pump.

Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that roughly twenty days into support, the patient had white ooze around their impella site. Although it was believed to be potentially related to the adhesive from the dressing, the patient was started on prophylactic antibiotics. Six days later, the sterile sleeve on the pump was torn. Tegaderm was used to secure the sleeve. Two days later, a purge leak was observed. A connection was found to be loose and the issue was fixed. Thirteen days later, the patient had runs of ventricular tachycardia (vt) during support. The pumps positioning was found to be heavily reliant on the patient's position. In that regard, intermittent suction was encountered throughout the course of support. Repositioning was performed and volume was given with varying results. The patient was reported to be in stable condition as support continued with the implanted pump.